Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. This unit was tested under water for blockage using 0.56 bar of air pressure, this evaluation did not confirm any functionality issue. The cause for this reported condition is unknown. A batch review was not performed due to insufficient lot information.

Event description:
A customer reported to baxter (B)(4) of a mini drop administration set that was blocked. The defect was noticed prior to the patient use. There was no patient involvement reported. No additional information is reported.